Event description:
On (B)(6) 2013, the lay user/patient's father (reporter) contacted lifescan (lfs) alleging that his daughter's onetouch ping meter has a cracked display. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue was discovered in (B)(6) 2012. According to the csr's documentation, four to six weeks prior to observing the alleged meter issue the patient reportedly had experienced symptoms of irritability, thirst, and frequent urination. The patient reportedly was hospitalized and was given IV glucose. The patient's blood glucose reading with the hospital's meter is not known. The patient manages her diabetes with insulin (via insulin pump); however, the reporter denied the patient took any action in response to the alleged display issue. At the time of troubleshooting, the csr noted that the patient has a backup meter, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The csr noted that the patient no longer has the subject meter; the reporter indicated the patient lost the meter. A replacement meter was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because, the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.